Event description:
It was reported that the patient experienced inadequate stimulation and the implantable pulse generator (ipg) was no longer holding a charge. It was also noted that there is high impedance on the lead. The patient underwent a replacement procedure and was doing well postoperatively. All explanted devices were not returned in accordance with the facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(4). Batch/lot number: 16309757. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI) #: (B)(4).